Event description:
It was reported the loop of this snare detached in the patient during a polypectomy procedure. Cautery was not being applied to the snare loop at the time of detachment. Retrieval of the detached loop through the existing scope was uneventful. Another unit was used to successful complete the procedure. The patient's condition is good. The device has not been received by this manufacturer. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine the exact cause for this event. However, since the manufacture of this device, a refinement to the manufacturing process has been implemented. Co believes this action will minimize the occurrence of this type of malfunction. Co will continue to monitor for trends.